Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the suture-fix had a breakage during deployment. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.